Event description:
Customer reported unexplained low blood glucose. She stated her insulin pump did not alert her to her low. Customer's blood glucose was 44 mg/dl. She treated with glucose tablets. The drive support cap appeared normal. The alert type was changed to vibrate because customer has trouble hearing the alarms. During the four self tests, the insulin pump did not vibrate. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer last blood glucose was 128 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 2032227-2014-16307.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.